Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced common compute controller to resolve the issue. System was tested and verified as ready for use. This ccc was returned for failure analysis due to error 170 pointing to pcc3_ID. The reported issue was confirmed but could not be replicated. Visual inspection: the unit was returned in good physical condition. Review of the error log in lighthouse confirmed that error 170 was triggered in the field. Prior to error 170, error 31089 (fiber issue) occurred and was followed by error 307. The ccc unit was installed into a golden system, programmed, and the system started up with no errors. The system was power cycled up to 10 times and left idle for 4 hours with no issues observed. Optical light levels (localhost:3030) were checked and all values were within the expected range. Based on these findings, failure analysis determined that the root cause of the reported event was an intermittent fiber issue that caused errors 31089, 170, and 307.

Event description:
It was reported that operating room staff contacted technical support to report multiple errors. Technical support first directed staff to reseat the blue fiber cables and perform a hard shutdown of the system. When the issue persisted, staff then replaced the blue fiber cable connecting the tower to the console, but the errors continued. The customer reported event has no report of patient injury.

Manufacturer narrative:
Quality engineering review caused annex d code to be updated

Event description:
Refer to h11 for follow-up information.